Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss or replace battery alert or replace battery now alarm noted during testing or in the device trace download. The device was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. However, pump error 53 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was told to complete a self-test, then they had me rewind the insulin pump and restart the reservoir, and that the insulin pump had fixed itself and they had wait for another alert of pump error. The insulin pump was not communicating with the sensors correctly. Customer stated that they go through same process again self-test, rewind reservoir, then disconnect the transmitter, delete the transmitter code from the pump, reconnect the transmitter, and then reconnect to the sensor. The device will be returned for analysis.